Event description:
After discontinuing the apheresis treatment, the nurse deaccessed the temporary dialysis catheter under the normal procedure. The pt stood and her heart rate elevated to 136. After sitting down, she complained of chest pain and burning in her throat. A code blue was called. During the event, her oxygen saturation was only 80% per the pulse ox. During intubation, anesthesia noticed a saline spray coming from the catheter site. There was potential concern that there was a hole in the catheter, so it was pulled by the nephrologist. This device had been placed in interventional radiology on (B)(6) 2014.